Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck was short measuring 10 mm in length, 20 - 21 mm in diameter and it was angulated measuring 65 degrees and the remainder of the aneurysm and vessel morphology were unremarkable. It was reported that the bifurcated stent graft was unintentionally deployed lower than intended (exact distance is unknown) due to the aortic neck angulation and the final angiogram showed there was a proximal type I endoleak. The physician decided to implant an endurant aortic cuff proximally and this successfully resolved the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (stent graft misplacement, endoleak); patient's condition affected effectiveness of device (anatomy related; short aortic neck and highly angulated aortic neck); incorrect technique/procedure (use of the device in an aortic neck that was 10 mm and angulation greater than 60 degrees). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short aortic neck and highly angulated aortic neck); operational context contributed to event (use of the device in an aortic neck that was 10 mm and angulation greater than 60 degrees).